Event description:
During an inspection of the lift, it was alleged that one of the nuts to the bolt attaching the sling bar to the lift arm, came undone inside the plastic cap. No pt impact.

Manufacturer narrative:
This MDR is being filed as an initial report. Hill-rom is determining if there are any risks associated with this number becoming undone. This is a conservative report. We will file a supplemental report when we have finished our eval.